Event description:
The report received from the cordis clinical study registry indicated that a pt had an undetermined inferior wall q-wave myocardial infarction post procedure. The main indication for the procedure was acute inferior wall non-st elevation myocardial infarction within 24 to 72 hrs with a killip class of ii from hosp admission to index procedure and resting ECG changes. A 2.75 x 13mm cypher stent was implanted at 16 atms in the circumflex (segment 12) to treat a lesion described as 2.75 x 13mm long, de novo, irregular with little or no calcification, a type b2 classification and 85% stenosis with a timi flow of three. Pre dilatation was conducted at 12 atms; post dilatation was not conducted. A timi flow of three was maintained. After pre dilatation of the proximal left anterior descending coronary artery at 12 atms, a 3.0 x 13mm cypher was deployed at 16 atms to treat a lesion described as 3.0 x 13mm long, de novo, not ostial, a type b2 classification with 90% stenosis and a timi flow of three.

Manufacturer narrative:
Post dilatation was conducted at 16 atms and a timi flow of three was maintained. For the distal right coronary artery, three cypher stents were implanted; a 3.5 x 28mm deployed at 16 atms and post dilated at 16 atms, a 3.5 x 33mm deployed at 16 atms and post dilated at 14 atms and finally a 3.5 x 13mm deployed at 16 atms and post dilated at 14 atms. Final timi flow was 2. All three stents in the distal right coronary artery were post dilated for insufficient flow. The myocardial infarction reported was accompanied by an increase in cardiac enzymes. The pt was discharged five days later. The pt also received a temporary pace maker during this procedure. This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. This is one of five products involved in the same pt reported under mfg numbers 9616099-2008-00828, 9616099-2008-00829, 9616099-2008-00830, 9616099-2008-00831 and 9616099-2008-00832. Add'l info will be submitted within 30 days upon receipt.